Event description:
Caller reported a cartridge alarm during the load process. Blood glucose level did not exceed 500 mg/dl and thus there was no adverse impact. Technical support decided to replace the pump, and the caller will use multiple daily injections as backup therapy. Instructions were provided for putting the current pump into storage mode and returning it via ups within 10 days, while a replacement pump was sent without a required signature for delivery.